Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was nearing elective replacement indicator and premature battery depletion was suspected. A review of the device product performance information noted that the device had a programmed output of 5v and 1 ms which would cause faster depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.